Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the bios battery in the host pc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device would not boot up. Upon further inspection, the fse found that the setting of bios battery in host pc was missing. The fse replaced the bios battery. After replacement of the bios battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.